Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced difficulty performing inner movement of the peg tube. On an unknown date, it was reported that the patient was able to perform inner movement of the peg tube. On an unknown date, the patient underwent an endoscopy for tubing replacement. It was reported that the tubing replacement was not possible due to confirmed buried bumper syndrome. It was reported that the patient will undergo surgical removal of the device, and possible definitive interruption of treatment in about a month.